Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 600 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm insulin flow blocked. The product was not returned for analysis.